Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the user heard a "bang" from the programmer and that there was a burning smell. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that when the programmer was turned on there was smoke. It was speculated that it may be attributable to the power supply.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis confirmed the reported event. The programmer did not start or boot up, the power supply does not power up. The power supply was defective. It was also noted that the bezel had minor damage. The power supply was replaced. The touchscreen was calibrated and software was updated. The programmer then passed all final functional and systems tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.